Manufacturer narrative:
The device event log/alarm history reviewed and there were no other alarms identified as a result of this review. Self-testing was performed on the infusion pump and it passed. Visual was inspection performed and found no noticeable cosmetic damage. Two delivery accuracy tests were performed and the device consequently delivered at 20.2 ml (specification 19 - 21). The probable cause was determined to be user/programming. D9 - date returned to MFR: 3/9/2026. Corrected information can be found in d4 - catalog # and h4 - device MFR date.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
An event involved a plum 360 infuser reported that a possible over infusion was found in a device. Infusion settings were at 100ml per hr. There was patient involvement and no patient harm / adverse event reported.